Manufacturer narrative:
Medical safety review of the event noted pump flow was compromised. The patient may not have received appropriate hemodynamic support. The pump was replaced and the patient expired approximately a day and a half later. The impact to outcome is unknown, and there is not enough information to exclude the initial (pump 1) impella device used as an associated factor. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and following the implant the impella cp pump experienced low purge flow coinciding with a high motor current. The device was replaced. However, the patient expired the following day. The patient was at gym swimming when the patient went into ventricular fibrillation arrest and coded. The patient aspirated a lot of pool water. The patient was brought into the hospital and was worked on throughout the night. The left main artery was stented and the decision made to place impella cp device. The patient was sent to the unit in critical condition on impella mcs. Shortly after the implant of the impella cp, there was low purge flow coinciding with a high motor current. The pump flow was also noted to be 4.2 liters per minute for the maximum, minimum, and average values. The staff was advised that the pump could stop based on the noted values. The decision was made to replace the pump after just under three hours of support. The patient was cannulated for veno-venous extracorporeal membrane oxygenation (vv ECMO) and was sent back to the unit on support remaining in critical condition. Care was continued. Vv ECMO was switched to venoarterial ECMO. The patient was very critical, with very low pressures. The physician was aware and was using the impella cp device as a vent. The following day, as the patient continued to decompensate and the decision was made to withdraw care and the patient expired.